Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000825, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing found that the f1 fuse had a catastrophic failure. Both f1 and f2 fuses were replaced. The mvs was reconnected to the power outlet and it was confirmed that power had been restored to the system. The mvs was powered up and booted to application and it was confirmed that the imaging system charging circuits were functioning. The imaging system was booted and successfully went to 2d and was ready for acquisition. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was no power to the mobile viewing station (mvs). There was no patient involvement.